Event description:
It was reported that after replacing of dc/dc and standard connector printed circuit board, the ventilator was flashing, turning on and then turning off. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.